Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d4 UDI number, d9 device available for evaluation and return to manufacture date, g3, g4 PMA/510(k), g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d4 catalog and version/model#. The product was returned with the membrane completely unfolded and blood was observed on the iab exterior. One kink was observed on the catheter tubing approximately 76.2cm from the iab tip. Extender tubing and three-way stopcock were also returned for evaluation. The inner lumen was found to be occluded. The occlusion was unable to be cleared. A break was found on the fiber optic cable approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed, and no leaks were detected. The evaluation determined an analyzed failure of sensor failure due to a break. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the assist was stopped. There was no patient harm reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.